Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump over delivery alarm. The customer¿s blood glucose level was 58 mg/dl at time of incident. The customer was treated with mountain dew drink. The customer alleges pump was over delivering because blood glucose was going down even after drinking 6 cans of mountain dew within 30 minutes and blood glucose was still going down. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.